Manufacturer narrative:
The express mini chest drain was not returned for evaluation therefore atrium medical corporation cannot confirm the complaint. If the drain had been returned it would have been evaluated for proper operation. Specifically the drainage collection port. Based on the details provided it is possible that the drainage fluid collected within the express mini chest drain was fibrous and blocked the sample port making the collection of the fluid impossible. As the lot number of the device in question was not provided are review of the device history records could not be performed. A review of the non-conformance data going back three years reveals that there have been no non conformance report¿s generated for the valve. A review of the manufacturing procedures shows that the express mini chest drain is vacuum leak checked 100% to ensure the device is not leaking and performing properly. Summary/conclusion - based on the details provided and the lack of the physical sample in question atrium medical corporation cannot conclude that the chest drain in question was faulty. There have been no other complaints for an access failure for the express chest drain mini. Clinical evaluation - tube thoracostomy is a common procedure in which a tube or small catheter is placed through the chest wall into the pleural cavity and used primarily to drain air or fluid, but the tube can also be used to instill agents to induce pleurodesis or to treat empyema. The express mini 500 chest drainage system is indicated for the evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It is also indicated to help facilitate early ambulation of post surgical patients who require chest drainage. If the clinician is unable to withdraw fluid from the sampling port it may indicate there is an obstruction at the port or syringe. This would have no clinical effect on the patient. The instructions for use (IFU) states replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. Product not available for return.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Report received stated that a nurse was unable to withdraw fluid from the sampling port of an express mini drain.